Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles inner device, creases flat, opening curved on posterior and brown particles in the fill channel leak test and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "increased firmness, change in shape," "double bubble", capsular contracture (grade unknown).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.